Event description:
During a follow-up in clinic, under sensing was reported on the right atrial (ra) lead. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed. The patient was stable.